Event description:
Upon investigation (B)(6) 2008, manufacturer's (B)(4) confirmed evidence of melting at the connector port inside this inform meter. No adverse event reported. The device has been returned.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).